Manufacturer narrative:
The reported complaint of the autopulse platform (sn: (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message was confirmed during the functional testing, and on the archive data review. The root cause for ua7 was due to a defective load cell. The cracked front enclosure and defective load cell were likely attributed to mishandling such as a drop. Upon visual inspection, unrelated to the reported complaint, cracked front enclosure was observed likely due to user mishandling such as a drop. The initial functional testing of the autopulse platform could not be performed due to ua 07 error message displayed upon powering on. The archive data review showed occurrence of multiple ua07 error message on the reported complaint date. The load sensing system has detected a weight/load imbalance between the two load cells. Load cell 2 needs to be replaced to address the ua07 error. After replacing the load cell and front enclosure, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The platform passed all functional tests and is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number: (B)(4).

Event description:
During shift check, the autopulse platform (sn: (B)(4)) displayed user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error messages upon power up. No patient involvement.